Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they completed the aligner set and their teeth still need adjustments. They are still not aligned. Their lower left canine sits outside of their bite and their molars do not touch which is adding pressure to their premolars when they bite down. They had a cleaning/checkup with their dentist who informed them they have developed a crossbite since their last visit. Patient provided bite video, advised rest period and provided jaw tips. Requested lor or df from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.